Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that the device was shutting off. Diagnostic, worked with tech on the phone. Checked charging and coupling. Turned off cycling. Patient to start a diary. The cause was not known. It was also reported that since implant, pt has had charging issues. It stops recharging on its own and he has to restart the charging to get it to finish. Pt states he charges for 'hours' and rep states all product has been replaced except the li battery. Tss reviewed with caller that he should have pt charge with rep in office and evaluate the pt's charge diary (this has not been done). Tss reviewed having the pt avoid checking controller screen while charging as this slows it down. Tss noted that at this time we won't go towards replacing external product but the caller should pt claims their ins has turned itself off--the rep state this started since implant but the pt clarified that the ins turning itself off started around 6-8 weeks post implant when he started to actually use the ins. The caller states the pt notices pain in a specific area when the ins turns itself off and that is how the pt knows it is occurring. The pt is not using adaptive stim but does use cycling. The rep is going to disable cycling and have the pt keep a diary of when the issue occurs so we can attempt to corroborate this via an mdt file or just diaries on the tablet. Rep reported that the cause was not determined yet, they are still working on it/process of tracking the issue. His first couple of charges doverep has seen him have been good. It was too early to state the issue resolution. Rep reported that this was resolved through user education. During the meeting together, the device was functioning as expected and patient understood correct steps to follow when charging. The device was shutting off only because the pt would let the device go depleted. He did not realize that happens and he has to manually turn stim back on. Additional information was received from the manufacturer representative (rep). It was reported that there was a possible malfunction. Pt described the battery stopping the charge session before the device is at 100%. Walked pt through charge session in office and device was functioning as expected. Pt also mentioned he believe the stimulation to be turning off by itself as well. The patient had the device replaced and the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4):analysis information -- 10.05.2024 13:11:41 cst pli# 10 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to {x} overdischarge{s}. H3: the 97715 intellis implantable neurostimulator (ins), serial #(B)(6) was returned for product analysis. Analysis revealed no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Product returned for analysis for possible malfunction.